Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver lioresal [ 2000 mcg/ml] at 1,115 mcg/day. The indication for use was unknown. It was reported that the patient developed fluid at right pump pocket site. It was stated that there were no issues with efficacy of drug delivery. There were no contributing factors related to this event, and no troubleshooting was needed. Surgical intervention occurred. It was reported that as an action/intervention, the hcp took the patient to the or (operating room) on (B)(6) 2018 for a right pump pocket infection. They explanted the 40 cc pump from the right pocket and the existing 8784 catheter. A new pump pocket was created on the left side and they placed a new 40 cc pump. A new 8784 catheter was implanted and connected to the existing 8780 catheter. It was reported that culture from the right pocket site tested (B)(6). It was reported that the patient is on intravenous (IV) vancomycin for the infection and will remain in the hospital for 24 hours after this surgery. It was indicated that the devices would not be returned, as they were discarded by the customer. It was indicated that at the time of the report the issue was resolved. The patient's status was listed as ¿alive ¿ no injury.¿ [this contra dicts the report that the patient was to remain in the hospital 24 hours following the surgery.] The patient¿s medical history was asked but unknown. Other medications the patient was taking at the time of the event included IV vancomycin. No further complications were reported or anticipated.